Manufacturer narrative:
This malfunction was also sent to FDA via medwatch report number (B)(4) . The failed will be returned to vygon for device evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion.

Event description:
Styleted premi-PICC 30 cm inserted into patient. After PICC line placed, stylet removed. With removal of stylet, the stylet snapped/became disconnected from where the wire connects to the plastic hub. Stylet removed with hemostat. Stylet measured after it was removed. Length consistent with length of catheter. Package label and the guidewire were saved, but unfortunately did not save the piece the guidewire broke away from.

Event description:
Styleted premi-PICC 30 cm inserted into patient. After PICC line placed, stylet removed. With removal of stylet, the stylet snapped/became disconnected from where the wire connects to the plastic hub. Stylet removed with hemostat. Stylet measured after it was removed. Length consistent with length of catheter. Package label and the guidewire were saved, but unfortunately did not save the piece the guidewire broke away from.

Manufacturer narrative:
This malfunction was also sent to FDA via medwatch report number: (B)(4). We received the stylet but not the y-piece as a sample. Microscopic examination showed that on the proximal end of the stylet glue is visible. This confirms that the stylet had been in the correct position during assembly of stylet and y-piece. At approx. 7 cm seen from proximal there is a kink, and the coating of the stylet is damaged. This is probably the attachment point of a tool, which was used to remove the stylet after it was separated from the y-piece. It is intended that the tensile strength of the stylet exceeds the tensile strength of the connection between the stylet and the y-piece. This is a safety feature to prevent undetected stylet rupture inside the catheter tubing. The user obviously had stylet removal issues. The following information is provided in the product IFU regarding stylet removal, "if difficulty is experienced removing the stylet stop, let vein rest for a minute and try removal again very slowly. Gentle flushing of the catheter with saline may assist in stylet removal." Additional testing has shown that a bolus of diluted lipid solution helps to withdraw the stylet easily. Having checked the batch history records, no deviations were found. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out. The tensile force of y-piece and stylet for the involved batches was between 3.6 n and 8.21 n and therefore within the specification (3.1 n - 9 n). There are no further complaints for the two batches (8064453 and 8091215) and no further complaints regarding a detached stylet on code (B)(4) within the last three years. No further corrective action initiated by quality management at this time as there are no indications of a manufacturing fault. Corrective action: no further corrective action initiated by quality management at this time as a manufacturing fault could not be determined. However, both vygon USA and germany will continue to monitor this issue.